Event description:
It is reported that when the surgeon was drilling, the tip of the drill broke off inside the drill guide.

Manufacturer narrative:
Evaluation summary: as returned, the tip of the flexible drill from has fractured off. The remaining cutting flutes have become dulled likely from use over the potential field age of approximately 2.5 years. This failure could be due to (but not limited to): excessive force that may have applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, low speed/high torque of operation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.